Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) level of 299 mg/dl; cause was unknown. Customer addressed bg level via correction bolus via pump. Details of the hospitalization were not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.